Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think their implantable pulse generator (ipg) "isnt working" correctly since it was implanted three months ago. The ipg remains in use. No patient complications have been reported as a result of this event.